Event description:
A malfunction on the pump was reported, but no notable events occurred before it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer understood and acknowledged.